Manufacturer narrative:
On 22nd december 2020, getinge became aware of an issue with one of our columns 116001a0 - otesus or table column, stationary. The following was reported. The two-piece leg plate 116050bc could not be moved in combination with the or table column 116001a0 and the table top 116010b0. The issue was discovered during a surgery and while the patient was on the table. The patient was under anesthetics. Due to this issue the patient needed to be repositioned and the surgery was delayed for approximately 30 minutes. No injury of the patient occurred. We decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. It cannot be determined whether the device was up to the manufacturer¿s specifications when the issue occurred. The provided information indicates that upon the event occurrence, the device was being used for patient treatment. When the event occurred, the device was directly involved with the reported incident.the review of received customer product complaints revealed that this complaint was the first one claimed for the investigated issue. Comparing the number of complained devices (1) to the number of units placed on the market up to the end of december 2020 (B)(4) for the investigated issue.the affected table top was investigated by one of our technicians. The described malfunction (no function when the leg plates are attached) could not be reproduced. The log files of the affected table were investigated by our development department. No hints concerning the described malfunction were found. We assume that the used leg plates have not contributed to the described issue. The leg plates are coded with a transponder. With the help of this transponder and the table tops electronic, the leg plate is registered at the table. In case this registration fails, the user receives a warning or an error message. Despite this, it is possible to control the leg plate interface / table top and to operate the table top / the leg plates.the clinic continued to use the column after this incident. Neither before nor after this incident, we have received any reportable complaint concerning this column.we cannot exclude that a sporadic error at the remote control has contributed to this problem.we believe the related devices are performing correctly in the market. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.the event has been reported with a delay due to our retrospective examination of the record. At the time (2020) the complaint was reviewed and found not to be reportable in the us. Current day, we compared the registration list, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. Device not returned to manufacturer

Event description:
On 22nd december 2020, getinge became aware of an issue with one of our columns 116001a0 - otesus or table column, stationary. The following was reported. The two-piece leg plate 116050bc could not be moved in combination with the or table column 116001a0 and the table top 116010b0. The issue was discovered during a surgery and while the patient was on the table. The patient was under anesthetics. Due to this issue the patient needed to be repositioned and the surgery was delayed for approximately 30 minutes. No injury of the patient occurred. We decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.